Event description:
Caller reported blood glucose results of 421 mg/dl, 300 mg/dl, and 200 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Event description:
It was reported that the blade broke at the mount during a total decompression laminectomy. It was further reported that the broken piece was removed from the surgical site and the procedure was successfully completed using a new blade. No adverse consequences were reported.